Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for peripheral neuropathy, hip and post lumbar laminectomy syndrome. It was reported that the implantable neurostimulator (ins) was no longer working for unknown reasons. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.